Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-001304. Follow-up information revealed the patient underwent surgical intervention wherein the leads were explanted and replaced. Reportedly, effective therapy was restored following the procedure

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-01304. It was reported the patient does not feel any stimulation from her scs system. It was also stated the patient is unable to increase amplitude for any of her programs. A diagnostic check revealed high impedance readings on multiple lead contacts. X-rays were taken, but did not reveal any anomalies. In turn, the patient may undergo surgical intervention to address the issue.